Event description:
Healthcare professional reported "implant exchange and rupture." This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant exchange and rupture" . This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 2205424: 867672: broken device. Device returned to device analysis. 1508078: capsular contracture. Device not returned to device analysis. 2780987: no complaint against the device. Device not returned to device analysis. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Device evaluation: the device related to the reported event of rupture was received on may 13, 2025 with lot number 2205424. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. (Two patterns along the same edge) and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.